Event description:
Device 2 of 4. Reference MFR report: 1627487-2014-15152, 1627487-2014-15154, 1627487-2014-15155. It is unknown which leads the patient has implanted; therefore, all possible lots are being reported. The patient has 3 model 3166 leads (2 from the same lot) implanted as part of her scs system. It was reported the patient experiences ineffective stimulation. The sjm representative met with the patient and diagnostics indicated invalid impedance reading. Reprogramming resulted in the patient experiencing a "pinching" sensation. Surgical intervention was undertaken and the patient's system was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.